Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. D4: UDI section, lot number, expiration date, and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while in use with a patient, a leak occurred due to damage to the main body connection. Adverse effects are unknown.

Manufacturer narrative:
Other text: d4: UDI updated. H6: evaluation codes updated device evaluation: one sample was received for evaluation. A visual inspection found the sample in used condition without original packaging. A crack was found in the female luer connector. During the functional testing, the unit failed the leak test. The reported failure mode is confirmed. Based on the replication of the failure mode results, the crack reported is not attributable to the manufacturing process. No root cause determined due to the complaint not being attributable to the manufacturing process. A notification was sent to the supplier regarding the issue found.